Event description:
According to the reporter: occurred during an open procedure. There was poor staple formation. The stapler had misfired. The staple line was incomplete. The surgical time was extended by one hour due to the product problem. There was no patient harm. The patient outcome is alive, no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, as per the additional information received, there was poor staple formation. The stapler had misfired. The staple line was incomplete. To correct the issue, the staple line was hand sewn and another stapler was opened. The surgical time was extended by one hour due to the product problem. There was no patient harm. The patient outcome is alive, no injury.